Manufacturer narrative:
The device was returned to the MFR for investigation. The protective filter is held in place by a thread in its holder. In addition, this thread is secured by glue to prevent the filter from falling out. The investigation showed traces of the glue at both parts of the thread. The glue was analyzed and found to be in order. The filter shows some scratch marks that would appear if the filter is unscrewed. The MFR concluded that the filter had been removed and put back in place improperly, but could not determine who performed this action or why. It should be noted that service activities do not require the temporary removal of the filter.

Event description:
During a treatment with the device, the doctor operating the laser suddenly experienced a green flash and felt some pain in his eye. A subsequent examination of the eye did not reveal any damage to the eye. After the incident occurred, the doctor developed a headache which subsided after 2 days.